Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was successfully completed using a starclose se device with a 6f sheath after an unspecified procedure on (B)(6) 2017. Reportedly, on (B)(6) 2018 the patient developed hives and swelling over the whole body and went into anaphylactic shock. The patient was hospitalized and admitted to the intensive care unit. Patient was discharged one week later. No additional information was provided.